Event description:
As reported through the (B)(4), two 2 days post transaortic valve implant (tavi) procedure the patient experienced new onset atrial fibrillation. The patient was administered amiodarone IV and was noted to have resolved 6 days later. The patient was discharged home on oral amiodarone.

Manufacturer narrative:
This event was previously reported under manufacturer report number 2015691-2012-16770; therefore, this manufacturer report number 2015691-2012-16812 is a duplicate and will be considered obsolete.

Manufacturer narrative:
The device history record (DHR) review of the effected valve shows the device met specifications prior to distribution of the device. Per the IFU, arrhythmias are a known adverse event associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement and bioprosthetic heart valves. Atrial fibrillation is a common arrhythmia in patients undergoing valve replacement. It is a common pre-existing condition, can be associated with the procedure, or can be a progression of their disease at some point in the post-operative period. Although a well-recognized complication of heart surgery, it is typically not related to the device, but the procedure or underlying cardiac disease (e.g htn, mi, cad, abnormal heart valves, metabolic imbalance, previous heart surgery, lung diseases, surgery or other illnesses, and exposure to certain medications). Per report, there was no device malfunction during the procedure. In this case, in addition to the procedure itself, the patient has co-morbidities (i.e. Htn, cad) that could have contributed to the reported event. No additional actions are possible at this time.